Event description:
Customer noted that the shield did not cover the entire needle, once it was engaged leaving a small tip of the needle exposed. Needle contaminated with (B)(6) punctured the glove of the staff member. Treatment was administered by ER physician. Hcw was given prophylactic treatment. She will have blood work periodically.

Manufacturer narrative:
This is the second related complaint reported with regards to lot number 2e1292 from some customer. The manufacturing and inspection records of the lot concerned were reviewed and no abnormalities which could be related to the reported event were found. Fifty retention samples were checked visually and no abnormality such as damage and/or molding defect on safety shields, which could be related to the reported event, was found. Thirteen retention samples were tested for functional inspection (breakaway force, sustaining force or security force) and met specifications. Quality will continue to monitor on monthly trend reports.